Manufacturer narrative:
In response to the customer complaint, biomérieux conducted an internal investigation. Product return was not received; the patient¿s strains were not saved for submission and investigation. Submission of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. Vitek® 2 ast-p653 lot 8031408103 met final qc release criteria, and passed qc performance testing.

Event description:
A customer in (B)(6) notified biomerieux of obtaining a false positive cefoxitin screen result in association with the vitek® 2 ast-p653 test kit (ref. 421858, lot 8031408103) when testing a patient staphylococcus aureus isolate. The isolate was tested with lot 8031408103 and obtained susceptible oxacillin result with a mic =0.25 and cefoxitin screen result of positive. The oxacillin result was then modified to resistant by the vitek® 2 advanced expert system¿ (aes) based on the positive cefoxitin screen result. The customer tested the isolate using the cefoxitin disk diffusion test method and obtained a sensitive result. There is no indication or report from the laboratory that the false positive cefoxitin screen result led to any adverse event related to the patient's state of health.